Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was alarming intermittently showing that water temperature was low and patient temperature was 28.4c. Nurse wanted to know if there was something wrong with the machine. Mss left voice message for biomed and technical support. Nurse called back and stated device has been giving alert 24 , a patient temperature 2 low. The patient temperature 1 in foley probe was 32.4c, patient temperature 2 in esophageal probe was 30.7c, water temperature was 7.7c and the target temperature was 33c . Trend indicator was thermo neutral but was trending upward (pr#2536832). Large arctic sun device were in use. Nurse confirmed cardiac arrest patient had been having seizures and mycolonic jerking. The user had applied blankets. Mss discussed how jerking could generate heat and that it was most likely why the water temperature was so low. Mss discussed adding universal pad to abdomen to cover gap where there was exposed abdomen and advised to call back if any additional questions or concerns. Mss encouraged diligent skin checks according to their hospital protocol. Per follow up , they had switched devices. Sent 1st device to biomed and therapy was continued on 2nd device with no further issues. Per call back, device had been alarming all day and all night. The target 33c and patient temperature was 33c. Explained that device would need to be taken out of service and sent to biomed labeled an alarm 113 for reduced water temperature control and broken cooler. Explained that when they called the number provided goes to a fax and was given wrong hospital as well. Biomed states that the device was in depot that was not cooling. The user placed in manual control at 4c, but device won't go past 20c. Transferred to tim g for assistance.

Event description:
It was reported that the arctic sun device was alarming intermittently showing that water temperature was low and patient temperature was 28.4c. Nurse wanted to know if there was something wrong with the machine. Mss left voice message for biomed and technical support. Nurse called back and stated device has been giving alert 24, a patient temperature 2 low. The patient temperature 1 in foley probe was 32.4c, patient temperature 2 in esophageal probe was 30.7c, water temperature was 7.7c and the target temperature was 33c. Trend indicator was thermo neutral but was trending upward ((B)(4)). Large arctic sun device was in use. Nurse confirmed cardiac arrest patient had been having seizures and myoclonic jerking. The user had applied blankets. Mss discussed how jerking could generate heat and that it was most likely why the water temperature was so low. Mss discussed adding universal pad to abdomen to cover gap where there was exposed abdomen and advised to call back if any additional questions or concerns. Mss encouraged diligent skin checks according to their hospital protocol. Per follow up, they had switched devices. Sent 1st device to biomed and therapy was continued on 2nd device with no further issues. Per call back, device had been alarming all day and all night. The target 33c and patient temperature was 33c. Explained that device would need to be taken out of service and sent to biomed labeled an alarm 113 for reduced water temperature control and broken cooler. Explained that when they called the number provided goes to a fax and was given wrong hospital as well. Biomed states that the device was in depot that was not cooling. The user placed in manual control at 4c, but device won't go past 20c.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.